Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call, that the numbers on the insulin pump scroll, without any input from the customer. It was also reported that the buttons are unresponsive. Customer's blood glucose level at the time was unknown. Customer's most recent blood glucose level 157mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No unexpected scrolling of numbers noted during testing. The up arrow button on the insulin pump had intermittent button response due to corroded keypad traces. The device had cracked lcd window, cracked case at lcd window corner, cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads, and cracked belt clip slot.